Event description:
The customer reported that her blood glucose was in range for about one day after she activated the pod, but by 5:35 pm on (B)(6) it had reached 220 mg/dl. On (B)(6), her bg measured 381 mg/dl at 6:20 and "high" (>500 mg/dl) at 9:40 pm, despite 14.3 units bolused on that day. When she removed the device, she noticed that the cannula was not inserted in the infusion site. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula my interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." No qualification records were reviewed because no product lot number was reported.